Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 142 mg/dl. Customer experienced excessive thirst, nausea and excessive urination. The blood glucose reading at the time of the event was 548 mg/dl. Hospital treated with IV.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.